Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03603 & 0002648920-2017-00352. Concomitant medical products - 00801803201 femoral head 61647975.

Event description:
It was reported that the patient was revised approximately six years post-implantation due to corrosion, mechanical wear and positve mars.

Manufacturer narrative:
Medical product-head catalog#: 00801803201 lot#: 61647975, taper stem catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920-2017-00352, 0001822565-2017-05827.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-head catalog#: 00801803201 lot#: 61647975, taper stem catalog#:unk lot#:unk, cup catalog#:unk lot#:unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six years post-implantation due to corrosion, mechanical wear and joint effusion.